Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a wire detachment occurred. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was advanced to the target lesion. During the procedure, inside the patient's body, it was noted that the wire in the basket became detached from one another inside of the retrieval catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.